Manufacturer narrative:
An investigation was performed on retention product from the reported lot number. Retention devices were tested with qc cut-off standards (20 miu/ml) and high-hcg clinical urine samples (200.6-214.6 iu/ml). Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. Case details indicate that the patient's serum was sent out for quantitative hcg analysis, with a result of <0.1 miu/ml. This is consistent with the reported negative result on the consult hcg urine cassette; the product performed as expected.

Event description:
On (B)(6) 2019, it was reported that a patient was seen for a preliminary appointment to qualify for a prenatal program and a routine hcg test was performed using the consult hcg urine cassette. A negative result was obtained with no serum quant result available. On (B)(6) 2019 a second negative result on the consult urine hcg cassette kit occurred with a morning specimen. The morning serum specimen was <0.1 miu/ml. No treatment was provided or withheld based on the rapid test result. Troubleshooting was reviewed with the customer and potential factors such as shipping, storage, handling, technique and patient information was reviewed.

Manufacturer narrative:
Correction to d4. The complete UDI has been added.

Manufacturer narrative:
Additional information: UDI number added to d4 information.

Manufacturer narrative:
Corrected information g4: date changed from 07/09/2019 to 06/27/2019 when investigation concluded.